Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, a sales representative reported via (B)(4) that an ar-1400f-90 arthrex® flexible reamer with flexible guide pin 9mm broke. This occurred during a case when reaming a femoral tunnel on a btb acl reconstruction. About 5mm into the tunnel, the reamer snapped about 10-15mm up from the end of the reamer. All pieces were retrieved nothing was left in the patient, and no patient harm was caused. 1 min delay only to open a new reamer and complete the case.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to applying excessive mechanical forces and/or prying/leveraging the device during use.